Manufacturer narrative:
Product analysis: only two small portions of the implant returned for analysis. Microscopic fracture surface examination identified rays emanating from the one corner of the implant surface. The above observations are consistent with brittle overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion at l4-l5 due to lumbar kyphosis. Intra-op, posterior part of the cage broke while inserting it using the inserter. The broken part of the cage was removed; and the rest was left indwelt in the patient. No patient complications were reported.